Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 370 to 523 mg/dl and diabetic ketoacidosis. The customer indicated that the tubing was crimped which led to the high blood glucose. Troubleshooting found that the customer is returning infusion sets and tubing for analysis. There was no further information provided by the customer or by troubleshooting.